Event description:
Customer was tested in the ER with a result fo 371 mg/dl using the precision pcx meter. At the hospital lab, a result of >700 was received. Customer was reported to be in dka. Customer was treated with an IV drip containing heparin.